Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was inserted into the abdomen on 08/01/2021. The sensor was inserted late in the evening around midnight as her previous sensor had completed the 10-day session. She stated that she is hypo-unaware and sometimes has lows during the warmup period when starting new sensor sessions, but this time her continuous glucose monitor (cgm) values were within normal range with the previous sensor session. She went to bed shortly after inserting the new sensor; she could not remember the exact cgm values that were displayed on the old sensor before she went to bed. She does not remember getting up the next morning but does remember being in the kitchen and feeling that something was wrong, ¿like my arms were moving without me.¿ she felt herself shaking, then fell. She hit her head on the corner of the kitchen entrance and developed a bump on her head, and later had a bruise on her elbow. At around 8:00 am her husband found her having a seizure and tried to give her sweetened condensed milk which she usually uses when her glucose goes low, but he had difficulty giving it to her because of the seizure and some of it ended up in her hair and on her hands. She was lying on the floor and gradually improved and got herself up off the floor. At around 9:00 am her husband found her passed out again about 4 feet away in the next room and called 911. She stated that her glucose was apparently either still low or had gone low again because the sweetened condensed milk was short acting. When emergency medical services (ems) arrived, her bg was 28 mg/dl. She was given IV glucose (d50) and a tube of oral glucose. She did not go to the hospital. When she finally was able to check her cgm it was displaying no restarts and she had been unaware before going to bed that she was therefore not getting any values or alerts during the night. At the time of the report later the same day she was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It as reported that a new sensor was inserted but the display states no restarts. The sensor was inserted into the abdomen on (B)(6) 2021. The patient had inserted the sensor late in the evening around midnight as her previous sensor had completed the 10-day session. She stated that she is hypo-unaware and sometimes has lows during the warmup period when starting new sensor sessions, but this time her continuous glucose monitor (cgm) values were within normal range, so she went to bed shortly after; she could not remember the exact cgm values that were displayed before she went to bed. She does not remember getting up the next morning but does remember being in the kitchen and feeling that something was wrong, ¿like my arms were moving without me.¿ she felt herself shaking, then fell. She hit her head on the corner of the kitchen entrance and developed a bump on her head, and later had a bruise on her elbow. At around 8:00 am her husband found her having a seizure and tried to give her sweetened condensed milk which she usually uses when her glucose goes low, but he had difficulty giving it to her because of the seizure and some of it ended up in her hair and on her hands. She was lying on the floor and gradually improved and got herself up off the floor. At around 9:00 am her husband found her passed out again about 4 feet away in the next room and called 911. She stated that her glucose was apparently either still low or had gone low again because the sweetened condensed milk was short acting. When emergency medical services (ems) arrived, her bg was 28 mg/dl. She was given IV glucose (d50) and a tube of oral glucose. She did not go to the hospital. When she finally was able to check her cgm it was displaying no restarts and she had been unaware before going to bed that she was therefore not getting any values or alerts during the night. At the time of the report later the same day she was stable. No product or data was provided for investigation.  Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.